Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the implant has worked fantastic it has been a godsend since they got it. Caller said patient was supposed to be at 1.9 but this morning they were not feeling a lot of flutter and the flow was not there like it should have been. Caller said patient panicked because they were getting stopped up and this has never happened before. Caller said, they used the patient's equipment this morning and increased to 2.1, after about 20 minutes the pt noticed the flutter and helped the pt's symptoms, the pt went to their doctor's office, they still had something in their bladder but it was much better. Caller asked: what would cause the setting to drop from 1.9 to 1.4. Reviewed, that is unexpected and reviewed some potential reasons (such as other medical tests where therapy would be turned temporarily off and back on etc). Reviewed some education information. Offered and sent email with handbook.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-23 additional information was received from the patient. The patient stated that the cause of the settings dropping was unknown, but the patient stated that they knew there was a problem when they couldn't urinate. The patient stated that maybe a security wand from the clinic had something to do with it. The patient said that they would check their settings more often as the issue seemed to be resolved and they were able to urinate again ever since they adjusted.